Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Root cause: a definitive root cause could not be determined, but excessive forces applied during use or wear through multiple uses over time could cause the tip to fracture. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a polaris multi-axial screw inserter tip fractured, but that this resulted in no patient harm or procedural delays.

Manufacturer narrative:
Corrections in e1. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a polaris multi-axial screw inserter tip fractured, but that this resulted in no patient harm or procedural delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a polaris multi-axial screw inserter tip fractured, but that this resulted in no patient harm or procedural delays.